Manufacturer narrative:
The reported event of high impedance was confirmed. Returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Additional information received indicated the surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedance issue on the lead. A surgical intervention is anticipated in the near future. No additional information is available at this time.